Event description:
This report pertains to two spyscope ds ii and a spy ds controller used during the same procedure. It was reported to boston scientific corporation that two spyscope ds ii and a spy ds controller were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedure performed on (B)(6) 2022. During the procedure, the controller was displaying distorted images. They tried two different spyscope, and still having distorted images. The procedure was not completed due to this event. There were no reported patient complications as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.